Event description:
The consumer alleges the frame broke in her pride lift chair allegedly causing her to fall from the chair while being lifted in a standing position resulting in injury.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.